Event description:
It was reported by the user site that during an affirm prone biopsy system, 3d patient exam on (B)(6) 2026, the system experienced targeting issues. The user site reported that the target was outside the stage limits and that the system generated an error message. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the system was unable to target lesions in the patient and that it displayed that it was beyond stage limits. The fse reported that the error could be a result from a corrupt calibration. The fse completed all stage calibrations and quality checks, targeted lesions on the patient that could not be targeted prior and verified that the system is now operating according to manufacturer specifications. No further information is currently available.